Event description:
No info regarding incident was made available to unomedical a/s.

Manufacturer narrative:
(B)(4). Evaluation summary: one used device was returned for eval. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. Unused devices: no unused devices were returned for eval. Reference samples: the reference samples were tested as the returned unused samples. The membrane in the p-cap connector was humid on 1 of the retained samples. The sample also failed the p-cap connector vent test. The remaining 9 samples were in accordance with product specifications.